Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the previous implantable neurostimulator (ins) was replaced due to normal battery depletion. No changes from the patient's short circuit that was reported on the previous ins. The patient's therapeutic settings remain unaffected by the short circuit. Patient weight was updated. No further complications were reported as a result of this event.